Manufacturer narrative:
Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an entire bag of versed had infused as a bolus instead of just the initially ordered 23mg. The initial 23mg versed order was on 27 march 2026 at 1313, from a 100mg/100ml bag. The provide determined that the dose needed to be given as a bolus, so according to the rn, they changed the rate to 999ml/hr but the dose of 23mg was not changed. There was patient involvement, but the impact is unknown. The customer was trying to identify the parameters at which the infusion was run. They were seeking help with determining the pump settings for the infusion.